Manufacturer narrative:
Intuitive surgical inc. (Isi) received the maryland bipolar forceps instrument part back and failure analysis found the primary failure of thermal damage to be related to the customer reported complaint. The instrument was found to have localized melting near the grip base. This failure is most common caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Common causes of this failure are typically attributed to component failure. A review of the device logs for the maryland bipolar forceps instrument (part# 471172-17 / lot# k10220725 0325) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system sk5976. There were 13 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. Images associated with this reported event were not submitted for review. Verification of the event details could not be performed via system logs because onsite connectivity was not available at this time. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage during a da vinci-assisted surgical procedure. The observed failure may result in a potential loss of product function but has not shown to transfer energy to the patient to an unintended location. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, part of the maryland bipolar forceps instrument got burned just above tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.